Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
MFR name: st jude medical crmd reliability laboratory; no complaint was received with return of the device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 8.1-10.1cm from the distal tip. Internal insulation abrasion was found at 9-9.4cm from the distal tip. External insulation abrasion consistent with lead friction to another device was found at 14.9-15.1cm from the distal tip.